Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The patient had a lesion in the left renal. A 6f sheath was inserted in rfa. The nitrex .014 wire was inserted into the renal. The physician predialated with a 4.0 x 20mm balloon over nitrex wire. The physician then inserted a 5.0 x 15mm stent in renal. After deployment of the stent the physician removed the balloon and took an angio. The physician was pleased with result, and pulled the wire back into the sheath. Before the wire reached the sheath the wire got stuck in the distal portion of the stent. As the physician tried to remove the nitrex wire from the stent, the gold top of the nitrex wire straightened in the patient and fractured in the sheath. The physician tried multiple attempts to remove the wire but was unsuccessful. The patient went to the or to have the wire removed and a bypass attached the renal.